Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances and high pacing thresholds. This lv lead was programmed off but remains implanted. No adverse patient effects were reported.